Manufacturer narrative:
The device was not returned to edwards for evaluation. The device is in process of being retrieved. Follow up for additional information is in process. A supplemental MDR will be submitted upon receipt of additional information. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry and investigation, it was learned that a 27mm 3000tfx valve was explanted after an implant duration of 12 years, 11 months due to severe aortic insufficiency. The explanted valve was replaced with a 25mm 11500a valve. It was reported unknown date, that the non-coronary leaflet embolized in the patient's left leg. Patient had symptoms of acute onset of lower leg pain. A vascular surgeon removed the leaflet from the leg. No additional information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Added information to h6. The available information suggests that the reported embolus was consistent with degenerated aortic valve tissue. Because no product was returned for evaluation, and no images of the embolus were provided, the reported event was unable to be confirmed through objective evidence. Based on the implant duration and the presence of dystrophic calcifications on the embolus, the reported tissue failure likely resulted from structural valve deterioration over time. Many factors contribute to the onset and propagation of calcification. From a mechanical standpoint, calcification deposits which mineralize in small collections of cells can stiffen and weaken the valve tissue. Combined with valvular stress, the tissue can ultimately tear. The amount of calcification deposits are the result of a number of biological factors. Hypercholesterolemia could be a risk factor for calcification as there are pathophysiologic similarities between calcification and atherosclerosis. The cause of the event cannot be determined.

Manufacturer narrative:
Added information to b5, d4, h4.

Event description:
Per hospital pathologist the specimen appears to be a typical degenerated clot.

Event description:
Per medical records, the patient underwent a redo avr for endocarditis, the 27mm 3000tfx was found to have complete destruction of the noncoronary cusp with a portion of the leaflet missing. At the end of the procedure, the case was turned over to the vascular surgeon to perform a left femoral artery embolectomy and fasciotomy for acute lle ischemia and compartment syndrome with placement of wound vac. The CT surgeon reported the material retrieved from the leg was the same size as the missing portion of the prosthetic noncoronary cusp. Hospital pathology report: received in formalin designated "left groin aortic valve embolus" is a portion of firm to semi-rigid, unoriented, yellow-brown tissue measuring 2 x 0.6 x 0.3 cm. The specimen is bisected revealing a gritty, tan-brown cut surface. No pictures were taken. Final diagnosis: degenerating fibrinoid and thrombotic material with neutrophilic inflammation and dystrophic calcifications consistent with aortic valve embolus.

Manufacturer narrative:
Added information to b5, b6, b7.